Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported that the transducer protector allows blood to back up the line too easily, causing multiple alarms including: transmembrane pressure (tmp) alarm, venous pressure alarm and air detector alarm. In a follow up, the bmt said the problem has been happening since there was a change in the transducers. There is no harm to the patient's involved. There is no blood loss for the patient's involved. There are no event specifics or samples available to return.